Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. Programming changes were made. The patient was stable throughout all of the changes.